Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that the external cuff (pilot balloon) had deflated. It could not be re-inflated. A non-routine replacement of the tube was required. A small hole was noticed in seam of the pilot balloon.